Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had loss of alternating current (ac) power. At this time, it is unknown if there was patient involvement.

Manufacturer narrative:
The service engineer (se) replaced the power supply and printed circuit board. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.